Event description:
Reporter called to submit a report about her dexcom g7 sensors and needles issues. She said numerous times blood get into the sensors. She said so far about 4 times, blood gets into the sensors. Also, the needles have bent 2 or 3 times. She said she becomes hypoglycemic since the alarm does not go off when her blood sugar gets low. She also said the readings are inaccurate. One time the paramedics came because she went into diabetic coma. She said she contacted dexcom several times and asked to speak with the supervisor. She was told someone would call her back but never heard from no one. Patient codes: 2417, 1912. Device codes: 1535, 2981, 2317, 3023. Reference reports: #mw5173504, #mw5173505, #mw5173506.